Event description:
It was reported by the rep the device was used during a laparoscopic nissen. It was reported the trocar was used to gain abdominal access. Upon removing the non-bladed obturator from the sheath after its abdominal placement, the "nose cone" of the obturator could not be located. They searched in the abdominal cavity for the nose cone but could not locate. It was reported to rep by material director, that the staff believes the "nose cone" remains inside the pt. The medical center is currently performing a review of this situation in conjunction with their risk management dept. They have elected to maintain possession of the incomplete obturator. Materials director is now in charge of the further handling of this incident. This trocar was part of a gastric kit, kng15. There appears to be no consequence to the pt at this time. It appears that the case was continued in normal laparoscopic fashion and completed without add'l issues.